Manufacturer narrative:
H3: analysis found that the ins 97800 (sn #(B)(6) passed functional testing; however the setscrew was backed out too far. Analysis found that for lead 978b128 (lot # va33mqm) had a break in the insulation under {x} electrode at the distal end of the lead; consistent with explant damage. Upon receipt, visual inspection noted fluid consistent with body fluids in the lead. Each conductor is individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: event problem info missing from previous report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the kink the lead was unknown. They said the fellow did very gently use a snap to hold the lead, which led them to believe the lead was the issue. They indicated the issue was resolved. They did an impedance run again in the recovery area and it was cleared with no issues. They had no idea what the likely cause of the impedances were.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they were in a case on monday and ran impedance test and saw high impedance results all over lead. The manufacturing representative (rep) said they thought they visualized a kink in the lead between stage 1 and 2 and so they explanted lead, but with new lead, they still had high impedance results, so the healthcare provider (hcp) replaced battery. When the new battery was implanted, the rep still saw high impedance values. They said the "battery was giving false impedances." The rep said one flaw with the new batteries (constant current systems) was that parameters cannot be changed to push through impedances. The agent agreed to document the case and send information related to return mailer kit.

Manufacturer narrative:
Continuation of d10:  brand name: surescan; product ID: 978b128 (lot: va33f8q); product type: 0200-lead; brand name: surescan; product ID: 978b128 (lot: va33mqm); product type: 0200-lead; implant date (B)(6) 2025; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.